Event description:
It was reported that the pump was submerged under water and was no longer responsive. There was no adverse impact to the customers blood glucose. The customer reverted to an alternate method of insulin therapy.